Manufacturer narrative:
Technical support instructed the account to inspect the pendant and lockout box. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head section will not lower.